Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. The reporter alleged the ok button was under responsive. There was no indication that the product caused or contributed to an adverse event. The complaint is being reported because the issue has the ability to result in inadvertent or incorrect insulin delivery or the inability to use the pump.

Manufacturer narrative:
Date of submission 14-jun-2018 the device has been returned and evaluated by product analysis on 07-jun-2018 with the following findings: during investigation, no damage or peeling was found to the keypad. The contrast keypad was not responsive. The up arrow, down arrow, and ok keypad buttons were responsive to user input. The keypad was removed to find contamination under all the button contacts. Unrelated to the original complaint, the battery compartment was cracked from the top above the pad to the cover part, and below the bumper pad.